Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss due to a broken tubing. A surgical procedure was performed to remove the device. There were no patient complications reported.